Event description:
Account alleged that the hi/low drifts down after it has been raised. Walter stated that there were no injuries and a pt wasn't in the bed. Walter stated that the bed is being used in an educational setting.

Manufacturer narrative:
Account stated that he cleaned the hi/low brake assembly to resolve the problem with the hi/low drifting down. The hi/low brake having excess grease built up within it was the cause of the problem.